Manufacturer narrative:
The solitaire platinum revascularization device was returned within a dispenser coil and within an introducer sheath. The rebar-18 micro catheter involved in the event was not returned for analysis. No bends or damages were found with the pushwire or ptfe shrink tubing. The marker coil was found bent within the introducer sheath. The finger markers were aligned within the introducer sheath and were not entangled. The solitaire platinum could not be advanced out of the introducer sheath due to resistance and was pulled out of the proximal end. No damages or irregularities were found with the attachment zone, stent tear drop struts, distal working length struts and finger marker. Two struts were found broken in the middle of the stent. The solitaire platinum stent was sent out for scanning electron microscopy (sem) analysis for failure analysis of the broken struts. Per the sem analysis report, some of the original fracture features are not available. Dimple features consistent with ductile overload failure mechanism are visible on both surfaces. No other anomalies were observed. The solitaire platinum could not be used for resistance testing with an in-house microcatheter as the device could not be advanced out from the introducer sheath. Based on the device analysis and reported information, the report of ¿resistance during delivery /retrieval¿ was confirmed. The damages to the device are consistent with damage caused by resistance. However, the root cause for the damages could not be determined. The rebar-18 has a labeled inner diameter of 0.021¿ which is compatible for use with the solitaire platinum. Regarding the strut break issue the investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire experienced resistance in the proximal portion of the microcatheter. The patient was undergoing surgery for treatment of ischemic stroke at the left m1 occlusion. It was noted the patient's vessel tortuosity was moderate. It was reported that the solitaire platinum did not go into the microcatheter in the beginning. Resistance occurred during delivery in the proximal section of the catheter. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Another stent was used from different company and procedure completed. There were kinks or damage on the catheter and solitaire pushwire. The tip of the solitaire sheath was secured into the hub of the microcatheter.